Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked preparing an intravenous infusion, a leak is detected at the connector.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The specific part of the leakage of the indwelling needle cannot be identified in this photo. 2. DHR/bhr reviewlot#4081494 1-the products of this batch were assembled at intima ii auto line 4 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The specific part of the leakage of the defective sample cannot be identified from the returned photo, and the defective sample is not returned, so the root cause of the leakage cannot be determined. The plant will continue to follow up on the complaint.

Event description:
During attempts to follow up on this complaint, the customer stated the following: "this product does not have an infusion connector, which is a leak from the customer's additional connection and has nothing to do with bd". ** responses on the existence of a sample were not elaborated on; which prevented future investigation.